Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 826 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, (B)(6) 2024 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.